Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision it was suddenly not possible to interrogate the device via the rf antenna. New rf antenna and restart of programmer did not help. Device was instead interrogated using induction function. Patient condition was stable all the time.